Manufacturer narrative:
B5: additional information received. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that post operation user tried to remove the bur from handpiece in the operating room.

Manufacturer narrative:
H3: visually, the inner shaft was broken 2.16 inches from the distal end of the inner hub when returned. There were scratches and indentions in the shaft that were consistent with tool marks. Additionally, there was deformation in the outside diameter of the distal end of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.346 inches in the deformed area which was out of specification. There were traces of wear in the hub bushing. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the m5 handpiece had suction bit inside. There was no patient impact. Analysis found that bur was not intact with the handpiece.

Manufacturer narrative:
H6: fdc code has been updated. Previously applied d16 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.